Event description:
New information received on august 27th, 2018 states that the patient presented in the operation room for explant and epicardial placement. The infection was not related to device and leads. It was suspected that multiple health factors of patient contributed to infection issue. Details related to infection diagnostic was not known.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that infection was observed and it was suspected that the infection started in the mitral valve. Patient is pacemaker dependent. Device was explanted and a new device and leads were implanted. Patient was stable throughout the procedure.